Manufacturer narrative:
(B)(4)

Event description:
Hamilton medical ag received the following event description: the report from hospital say: on (B)(6) 2026, the patient was connected to a ventilator for assisted breathing before performing lavage at 8:30. During the treatment process at 10:30, the ventilator malfunctioned and reported an error, displaying "no minute ventilation volume". The ventilator was immediately replaced with a breathing airbag for assisted ventilation. The entire process only took 2-3 minutes, during which the patient's vital signs remained stable and no personal injury or consequences were caused. The medical equipment engineer conducted an on-site inspection and detected a flow sensor malfunction, requiring replacement of accessories. - no health consequences or impact - immediately provide respiratory airbag assisted ventilation and replace the ventilator